Event description:
The customer contacted beckman coulter, inc (bci) to report that their unicel dxc 660i synchron access clinical system gave erroneously low results for sodium (na) for four pt samples. This MDR report if for the fourth erroneous result. It is unk if the erroneous result was reported out of the lab of if there were changes to pt treatment as a result of this event. There were no reports of death or serious injury. The ise system is routinely calibrated every 24 hrs. Qc samples are run every 8 hrs. It is unk if the qc results before and after this event were within the lab's established ranges.

Manufacturer narrative:
A bci field service engineer (fse) evaluated both the dxc 660i and the dxc systems and confirmed that the systems were running within specifications. The customer stated that they believe that the problem is due to poor sample handling at one physician's office. The root cause is unk but is likely associated with user error. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events. This MDR represents event 4 or 4 reported by this customer.